Event description:
Same cases as MDR ID 2134265-2013-09276, 2134265-2013-09275. It was reported that an automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis sr pro catheter and a sled. During the procedure, when the physician attempted to perform automatic pullback, the motor drive unit failed to pullback. It seems that the motor didn't rotate. Manual pullback was performed. The procedure was completed with a different device. No patient complications was reported and the patients' status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications for the functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-09276, 2134265-2013-09275. It was reported that an automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis sr pro catheter and a sled. During the procedure, when the physician attempted to perform automatic pullback, the motor drive unit failed to pullback. It seems that the motor didn't rotate. Manual pullback was performed. The procedure was completed with a different device. No patient complications was reported and the patients' status is stable.